Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a farawave pulsed field ablation catheter was selected for use. The catheter shaft was damaged. The catheter was replaced and the procedure was completed. No patient complications were reported. It is unknown if the device will be returned for analysis.